Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's sys board was replaced to address the issue.